Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "the tibial component shows very little radiolucence especially at the anterior and the posterior end. Without further clinical information it is not possible to give a clear diagnosis or vote for loosening, here. There is no migration visible. The pe cannot be assessed directly, however, there is no indirect sign of loosening visible. The talar component shows a little bit of radiolucence and a condensed zone centrally. There is also a little dislocation or migration possible. The loosening is patient related due to poor bone stock. With time the implant seems to have migrated posteriorly, however, it is not possible to assess this finally because of insufficient information. Post-operative x-rays and current x-rays would be necessary to make a judgement." The cause of migration/loosening of talar component is most likely due to condensed talus bone altering the physiology. However, more detailed information about the complaint event as well as the affected device along with post-operative x-rays and current x-rays must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.